Event description:
It was reported that the patient was having some pre-syncope with exertion. An in-office check shows mirror image oversensing sensing integrity counters and noise on both the atrial and right ventricular leads. Reprogramming had been done; but it did not entirely resolve the issues. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.